Manufacturer narrative:
The device intended to be used in treatment was returned for evaluation, establishing a relationship between the reported event. The visual inspection confirmed silicone offset remained on the carrier layer, functional evaluation confirmed reduced adherence. Root cause confirmed as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
The device intended to be used in treatment was returned for evaluation, establishing a relationship between the reported event. Visual inspection confirmed silicone offset remained on the carrier layer, functional evaluation confirmed reduced adherence root cause confirmed as raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported than when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. A backup was available. No delay or injury was reported.